Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power error alarm. The customer stated they were able to clear the alarm but were not able to complete the rewind process. Customer stated insulin pump goes on and off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and active current measurement. No pump error 25 noted in device history files however, device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.